Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached "in the 300's" (mg/dl) while wearing the pod between 4 and 24 hours. Patient stated the pod came off and the cannula dislodged from the infusion site (arm). Additional method of treatment was not provided.

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found warped and kinked, although, it cannot be determined when or how this damage occurred. A residue was found occluding the distal end of the soft cannula as well, however, after removal of the occlusion, fluid exited the fluid path with no issues, and the damage did not prevent fluid from exiting the cannula. The adhesive pad was not returned with the device. Inspection of the adhesive welds found no abnormalities; a root cause for the adhesive issue could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.